Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor home switch. Unable to perform the displacement, basic occlusion, occlusion, prime, excessive no delivery alarm due to motor error alarms.

Event description:
The customer reported having high blood glucose for the past three days. The caller stated that insulin leaked into the reservoir compartment and the device alarmed motor error. The blood glucose reading was 433mg/dl. Troubleshooting was performed, and the drive support cap was loose. Advised the customer that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.